Manufacturer narrative:
Eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection, additionally, the sheath surface was moistened with water and the hydrophilic coating did not present any damage. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that the coating of the imaging catheter peeled off. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified obtuse marginal branch coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention, the opticross¿ imaging catheter was inserted for the first time to check the lesion prior to pre-dilation, however, the device failed to cross the lesion so pullback was performed only in the proximal. After using a rotablator, the opticross¿ was used again for the second time and no problem was encountered. After which a stent was placed then post dilation was performed using a balloon catheter. The opticross¿ imaging catheter was inserted again but was unable to cross and lost image occurred midway through the lesion. Furthermore, the physician noted that the coating of opticross¿ imaging catheter was peeled off. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coating of the imaging catheter peeled off. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified obtuse marginal branch coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention, the opticross¿ imaging catheter was inserted for the first time to check the lesion prior to pre-dilation, however, the device failed to cross the lesion so pullback was performed only in the proximal. After using a rotablator, the opticross¿ was used again for the second time and no problem was encountered. After which a stent was placed, then post dilation was performed using a balloon catheter. The opticross¿ imaging catheter was inserted again but was unable to cross and lost image occurred midway through the lesion. Furthermore, the physician noted that the coating of opticross¿ imaging catheter was peeled off. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.